Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack in the balloon of foley catheter. Per follow up with ibc via mail on 14dec2020, it was unknown if there were any missing pieces to the catheter.